Event description:
It was reported that the device had a detached downstream occlusion seal. The issue was noted during testing, there was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D3. Manufacturing plant address, city, zip code, state, country: corrected. Received one device. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The complaint was confirmed during visual inspection test due to de downstream occlusion sensor (dso) seal was detached, the dso seal was replaced. The performance verification test was performed visual inspection passed, all tests passed within specifications.